Event description:
Reporter indicated that the pt was admitted to the hospital due to increased seizure. It is unknown if the increase in seizures is above the pt's pre-vns basline frequency. While in the hospital, the physician attempted to interrogate the generator, but was unsuccessful. The physician believes that the reason for no communication is because the device has reached end of service. The physician decided to replace the pulse generator. During the replacement surgery, communication was attempted again and was unsuccessful. A new generator was implanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the increase seizures was likely due to the lack of device stimulation from the generator. It is believed that the device reached end of service. Investigation is ongoing.

Event description:
Product analysis summary: a battery estimation was performed using the device programming history data. The battery estimation concluded that the pulse generator's battery exceeded the predicated life. Therefore, the generator did not malfunction. The device met the MFR's electrical test specifications. The reported increase in seizure was likely due to the pt no longer receiving the vns therapy due to normal end of service.

Event description:
Further follow-up revealed that the pt has not experienced any seizures since generator replacement. It was reported that the pt experienced approx 8 seizures per month with vns therapy prior to the increase and was experiencing status eplilepticus during the increase. Treating neurologist indicated that the pt's pre-vns baseline frequency is unk. Neurologist reported that there were no environmental stimuli or changes in medications that could have contributed to the increase in seizures. There were also no changed in device settings that could have contributed to the increase in seizures. Device diagnostic testing prior to generator replacement was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the device was not at end of svc. Battery life estimate was performed using last known device settings. Battery life estimate was 3-6 mos until eri yes, indicating that the device was possibly nearing end of svc.